Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal surgery with the removal kit. When the tensioning cap remover was inserted into the tensioning cap and removed, the tensioning cap and the fibula link came out at the same time. The tibial screw remover was inserted into the tibial screw, and when it clicked into place, the screwdriver was gently turned to check that there was resistance. Then the screwdriver was turned counterclockwise to attempt to remove it, but it did not come out. The surgeon tried several times by changing the angle of the screwdriver, but it turned freely and could not be removed. As the surgeon had several operations lined up after this surgery, an x-ray was taken to confirm that the tibial screw was contained within the tibia during the surgery, and after the surgeon determined that there would be no problems after surgery, the screw was left in place and the wound was closed. The surgery was completed successfully with no delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.